Event description:
During a fistula procedure, the catheter wouldn't advance over the guidewire at the graft site. The catheter was removed & replaced on the 2nd inflation at 18atm, the catheter balloon burst. This second catheter was removed & replaced with a competitor's product to complete the procedure without pt injury or further complications being reported.